Manufacturer narrative:
(B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect additive volume with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for incorrect additive volume was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Examination of the returned samples identified that the tubes had twice the specified amount of gel present.

Event description:
It was reported that there was double the gel in bd vacutainer® brand sst ii advance tubes. No report of serious injury or medical interventions.